Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 487mg/dl. The customer experienced vomiting, excessive thirst, nausea, ketones, and headaches. Troubleshooting was performed, and the drive support cap appears to be normal. The customer mentioned that she had a bent cannula and the insulin pump alarmed no delivery. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.